Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
D9: date returned, remove investigation conclusions code: 67and 23, remove investigation findings code 213 and 120, d9: date returned, remove investigation conclusions code: 67and 23, remove investigation findings code 213 and 120,